Event description:
It was reported that during a gastrectomy procedure, the shaft was too hot and the smoke reeked up a lot. Also, there was a rustling of metallic. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/11/2008. The analysis found that the device was returned with the tissue pad missing. As the tissue pad was not returned. The device was tested on the generator and no temperature issues were noted. However, since the device is missing the tissue pad, the contact of metal to metal may lead to occurred noise issues. The reported issue of smoking may have been a result of the tissue pad melting or the burning of tissue buildup between the blade and shaft. Our instruction for use advises: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.